Event description:
A customer contacted beckman coulter, inc. (Bec) to report obtaining an erroneously low hybritech prostate-specific antigen (hyb-psa) result for one (1) patient. The result was generated by an access 2 immunoassay analyzer, used in conjunction with access hybritech psa reagent (lot 111433). The erroneous result was reported out of the lab and was questioned by the physician because it did not match the patient's clinical presentation. Another sample was drawn from the patient two (2) weeks later. Analysis of the sample on the same instrument yielded a positive result which did match the patient's clinical history. No change in treatment or injury to patient was reported in connection with this event.

Manufacturer narrative:
Sample was drawn in a serum tube with gel separator and allowed to clot 30 minutes prior to centrifugation for 10 - 12 minutes. Speed of centrifuge is unknown. The customer stated that the sample was aliquoted and run in an insert cup. The customer stated that quality control was recovering within range. Data provided by the customer shows that system checks were run on (B)(4) 2011 and (B)(4) 2011 passed all parameters. The customer noted that the system was having intermittent "ultrasonic phase lock loop failed" error recorded on the event log. Five separate such errors occurred in the 30 minutes prior to the psa sample run in question. The field service engineer (fse) found locking voltage on pipettor at 5.5 v. The fse verified pipettor, sampling system, ultrasonics, and alignments. The fse ran a system check and high sensitivity system check which both passed. Although hardware issues were addressed, a clear root cause for this event was not determined.